Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected rupture of left breast prosthesis. Concomitant products: mentor memorygel breast implant 500cc gel breast prosthesis, catalog #3504500, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 500cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by ultrasound. As a result, the patient underwent bilateral explantation on (B)(6) 2020. The explanted devices were observed to be intact and did not rupture.

Manufacturer narrative:
On 20-feb-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed anisomastia. During visual inspection of the device, it was observed with no apparent damage. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 354-4500 and lot number 5969025) is a concomitant device, therefore no further analysis is required. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient had her explanted breast prostheses replaced with mentor memorygel breast implant 370cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).